Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was migrating around the patients implant area. So revised on (B)(6) 2023. Suture had come loose. The doctor re-sutured device. Device remains implanted.